Event description:
User received an incorrect low tsh result for one pt sample. The sample initially resulted as 0.119 uiu/ml. In 2008, the sample repeated twice at 38.02 uiu/ml and 37.86 uiu/ml. The initial result was reported and the pt was not adversely affected. The field service representative determined a possible cause to be faulty sampling due to usage of microcups. He could not confirm microcup usage on this sample. Product labeling does not support the use of microcups. Performance tests were performed.